Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and almost distributed in the market (B)(4) units. There are units in our stock. We have received 2 open samples (contaminated). However, without closed samples a proper analysis cannot be performed. We will close this complaint as not confirmed as no further analysis can be done. If closed samples are received in the future, we will re-open the case received in the future, we will re-open the case. Considering that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated unit, but the whole batch is correct. Therefore, we consider this complaint as not confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because closed samples have not been received, only 2 open samples contaminated. Final conclusion: despite receiving sample, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. We consider that the defective unit is an isolated and accidental issue but the complaint is considered as not confirmed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that when customer used c0263869 to tie knot, and keep snap even use other pcs still facing same issue, it snap during knot tying. Type of surgery: extended right hemicolectomy and proceed. No patient injury.